Manufacturer narrative:
Physio-control downloaded the electronic records from the customer's device and verified the reported issue. Physio replaced the power pcb assembly and then after other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio determined that connector j11/p11 of the power pcb assembly had corrosion.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with this event.